Event description:
It was reported that the patient felt tingling sensation at the lower back and neck. It was also reported that the patient experienced inadequate and loss of stimulation despite reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred six months ago from the date the manufacturer was made aware.